Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. Complaint confirmed. The evaluation revealed that the returned screw is broken and that the suture ends are cut and frayed. No anomalies found on the metal eyelet and the driver was not returned for evaluation. Complainant's event typically caused by prying/leveraging the driver during implant insertion, advancing the implant before the driver tip is in contact with the bottom of the pilot hole, preparing a pilot hole that is too small, or inserting the implant at an angle not co-axial to the pilot hole. Implant pulling out of the bone post-op is also typically seen when there is implant over insertion in patients with insufficient quality and quantity of bone. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that a speedbridge implant system with bio-composite swivelock was used for a rotator cuff repair procedure on (B)(6) 2015. Two weeks later during the post-operative exam it was discovered that an anchor had pulled out of position. A revision surgery was performed on (B)(6) 2016 and it was found that the anchor had pulled out of position and broke in half. The anchor was removed from the patient. No further repair was needed. Bone quality was good.